Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 40 mg/dl, 277 mg/dl, and 256 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: device manufacture date for meter (B) (4) is unknown. The device manufacture date in section h4 is the complaint awareness date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a synchron alkaline phosphatase (alp) reagent pack that was leaking upon receiving. No injury was reported.

Manufacturer narrative:
Customer's reported meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Two of the readings reported by the customer were found in meter memory. This is a final report.